Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results, generated by the synchron lx I 725 clinical system for multiple patient samples. Customer verbally provided results for one patient's sample as an example. The initial result was 0.63 ng/ml. Upon repeat, a result of 0.07 ng/ml was obtained and when tested on a different instrument, it gave a result of 0.02 ng/ml. The erroneous results were not reported outside the laboratory. There has been no death, injury, or change to patient treatment in association with this event.

Manufacturer narrative:
Samples are plasma. The customer stated to cts (customer technical service) that at the time issues began, they felt the cause was due to a specimen handling problem. However, the customer confirmed the sample handling issue was corrected and the non-reproducible elevated accu tni results continued. Customer provided that they have been experiencing system check problems before and after the event and they ultimately found the substrate probe to be leaking. A field service engineer (fse) was onsite in 2008: the fse completed a pm (preventive maintenance) which was due to be completed the following month. The fse noted a substrate/buffer residue on the wash carousel which he noted could have caused rv splashing. The fse cleaned the wash carousel and performed a system check which passed. The fse further verified the pm by performing system check which passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.